Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information received. The event was considered resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported related to this event.

Event description:
It was reported that the patient had a lower urinary tract infection (uti). The uti was described as moderate. The patient was given cipro. It was noted to be possibly related to the implant procedure, but not the study device. The event was resolving/recovering (ae improving). No further patient complications were reported related to this event.